Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the high-definition liquid crystal display (lcd) monitor exhibited physical damage to the screen, preventing it from turning on. There were no reports of patient involvement.

Manufacturer narrative:
New information added on fields: h3, h4, and h6. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is most likely that the power does not turn on due to a failure of the g1 board. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.